Event description:
It was reported intermittent ventricular undersensing was observed when the patient had premature ventricular contractions following r-waves. Programming changes were made. The patient condition was well and normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.